Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Placement signal issue: the cause of the placement signal issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device was exhibiting placement signal alarms. All other waveforms were appropriate. Vitals stable. The customer turned off the audio. Additional information: the patient is still on support, they have an extra kit, and the alarm is still active.

Manufacturer narrative:
D6b explant date updated. D4 UDI information was erroneously entered on the initial manufacturer device report.